Event description:
Report rec'd of an error in programming the device. The pump was being used in the dose calculation mode. It was reported that the pump was programmed with an incorrect concentration of heparin. The heparin bag being used contained 25,000 units in 500ml. The pump was programmed with a concentration of 2500 units in 500ml. There was no reported adverse effect to the pt. Though requested, there was no additional info provided.